Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the electrode array migration out of the cochlea and the recipient cannot hear any sounds with the device. It is considered to do a fitting session as well as an ent appointment to consider if re-implantation is necessary.

Manufacturer narrative:
Based on the received information from the field, the active electrode migrated partially out of cochlea. Furthermore, two channels were involved in a short circuit due to undetermined reasons. No information on possible further steps has been received.

Event description:
Reportedly, the electrode array migration out of the cochlea and the recipient cannot hear any sounds with the device. It is considered to do a fitting session as well as an ent appointment to consider if re-implantation is necessary.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the electrode array was thought to have migrated out of the cochlea. The recipient cannot hear any sounds with the device. The recipient has been re-implanted.